Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of ascps0208 showed one similar product complaint(s) from this lot number. Facility discarded.

Event description:
It was reported that the y-site leaked.